Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During cardiac ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter, the patient experienced steam pop, persistent blood pressure drop, and cardiac rupture treated with thoracotomy. The patient was admitted to ICU postoperatively. The physician stated that the steam pop occurred because the curved stylet of the catheter was too tight for easy operation and the pressure at some location was significant. The outcome of the adverse event was worsened and the patient was in a coma while still in ICU. The patient required extended hospitalization from (B)(6). The energy source used when the adverse event occurred was rf (radiofrequency). No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure with a device from apt medical. The number of performed ablations was 140. The ablations performed within the pulmonary veins were 111, and 29 were performed outside the pulmonary veins. Prior to noting the pericardial effusion, ablation was performed. The event occurred during ablation phase. The patient underwent open chest repair surgery for perforation of the tricuspid valve isthmus. The correct catheter settings were selected on the generator. No issues with flow rate change occurred or was noted at the start of ablation. The force visualization features used were rtg (rapid transcoronary pacing otherwise known as rtg) curve, pressure arrow, visitag module, dashboard, vector and visitag. The visitag module used were 2.5mm, 3s, fot (force over time) was not used during the operation, and point 3. The additional filter used with the visitag was respiratory gating. The color options prospectively used were ai: 300-350, average, force, time and other. The rf energy source used was tricuspid valve isthmus and 35w/60s.

Manufacturer narrative:
On 26-nov-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31647651l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).